Manufacturer narrative:
Unit is in bed shop. Technician purchased a new valve and installed it to resolve this issue. Bed is back in service at this time.

Event description:
Facility stated the head of bed would not raise. No injury alleged.